Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that increased pacing lead impedance was observed through remote transmission. The patient was asympomatic. Further testing and programming changes were recommended.